Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call motor error message on the insulin pump. Customer's blood glucose reading was 10.4 mmol/l. Troubleshooting for the motor error on the insulin pump was performed. Customer advised they have been dealing with the motor error alarm issues for about 3 to 4 months. Customer also advised the insulin pump is receiving a motor position encoder error. Customer received motor error more than once in the last 30 days. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in the motor error alarm loop during the bolus/basal delivery. Unable to confirm other error alarms due to an over written history file. The alarm history had alarms due to a corrupted history file. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.